Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1 - initial reporter facility name unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after intravenous (IV) was placed on patient. After successful placement, extension tubing was connected and when flushing, blood and saline was leaking from side of the hub. Blood return was checked, and air came back into line with blood. Crack was also noticed in the side of the hub. There was patient involvement and unknown patient harm reported.